Manufacturer narrative:
On 8/30/2021, mentor became aware that the alert date for the complaint was reported incorrectly in the initial report. The actual alert date was on (B)(6) 2021. Therefore, section g3. Date received by manufacturer is 8/3/2021. On 9/1/2021, the product was returned to mentor for evaluation. On 9/2/2021, mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 375cc breast implant was found to have two (2) tears (a and b). Tear a on the posterior aspect within a crease and b on the anterior view extending to the posterior aspect. Tear a measured approximately 0.1 cm and tear b, 5.5 cm. Microscopic examination was performed on the edges of the rupture b, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the rupture b could have been made during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. On the other hand, the evaluation determined that the cause of the rupture a is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A second product was received (lot: 6850777). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4). On 8/30/2021, mentor became aware that the alert date for the complaint was reported incorrectly. The actual alert date was on (B)(6) 2021. Therefore, section g3 is 8/3/2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with mentor smooth round moderate profile 375cc and suffered from a deflation on the left side. As a result, the patient had undergone removal on (B)(6) 2021.